Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer stated that she was hospitalized for diabetic ketoacidosis, with blood glucose levels above 600 mg/dl. The customer did not get any alarms on the insulin pump prior to the event. Troubleshooting was performed, and the daily totals did not match with the basal rate and bolus delivery. Advised that the insulin pump would be replaced. Nothing further was reported.